Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant, the right ventricular (rv) lead alerted for a high and undefined defibrillation impedance. It was noted the impedance was since back in range. The lead remains in use. No patient complications have been reported as a result of this event.